Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Hidden damaged incident occurred before use on the tog 687843 there is lot 2311042, but customer got lot 2310040.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Event description:
No additional information.